Event description:
It was reported that the user experienced a brief sensor issue alert on the ilet bionic pancreas when paired with a dexcom g7 continuous glucose monitor (cgm), characterized by transient signal loss to the ilet while glucose readings later resumed, and education was provided on the alert and sensor expiration timing. No clinical signs, symptoms, or conditions were reported. Outcomes included no clinical impact and no need for medical intervention. User support included guided troubleshooting and user education regarding transient communication loss and impending sensor expiration. Investigation of this case revealed a temporary communication disruption between the g7 sensor and the ilet consistent with expected intermittent signal loss behavior near sensor end-of-life, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user notification of expected performance related to sensor communication and lifecycle.